Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. Visual and functional inspections were performed and the samples met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent plastic surgery procedure on (B)(6) 2015 and suture was used. Within one week following the procedure, the patient experienced post-op suture breakage. The patient's kin was re-sutured in the physician's office. No additional information was provided.